Event description:
It was reported an alarm was heard with telemetry not yet performed. The patient was at the hospital due to hearing the critical alarm. The patient was a quadriplegic who was non-verbal and was not exhibiting any change in symptoms. The next day it was reported that after interrogating the pump, the logs indicated that safe state, reset, and reset-low battery alarms had occurred. The message ¿reset occurred ¿ low battery¿ occurred prior to the safe rate. The safe rate did not occur while updating the pump. The dose was in minimum rate at the time of interrogation. No electromagnetic interference (emi) was associated with the event. The patient was given enteral baclofen. The patient began to get agitated around 6am on (B)(6) 2014. Later that day it was reported the patient was taken to the operating room due to the reset to safe state. The patient was discharged from the hospital and was stable at that time. The system was being used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4).